Manufacturer narrative:
A commanded shock was done then, resulting in shock impedance within normal limits. After this troubleshooting, it appeared that noise was the issue, but the source of noise still could not be located. The physician elected to keep this ICD in service and closed the pocket. The chronic device (for which there was no allegation) and initially attempted acute ICD were to be returned to boston scientific. There were no reported adverse patient effects. There was no allegation against this associated defibrillation lead.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the transvenous defibrillation lead exhibited greater than 125 ohms shock impedance intermittently and noise. Prior to this ICD, the chronic device and initial replacement ICD were both used in troubleshooting. Notably, when the changeout device was re-connected to the defibrillation lead, impedances returned to normal limits. With the initial replacement device, shock impedance was out-of-range. Even when all emi producing sources, including the electrocautery and automatic external defibrillator (AED) machines were turned off, there was still greater than 125 ohms shock impedance.